Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing. This was an issue of the implant procedure and user technique. There were no alleged deficiencies related to product quality/performance or manufacturing process. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and is not available for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 2 years 2 months post implant of this mechanical aortic valve, this valves was reported to be "stuck" to the suture tail resulting in severe regurgitation. Additionally, paravalvular leak due to suture dislodgement was reported. There was no device failure reported. The physician re-operated on the patient to resolve the problem, and the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.